Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A follow up report will be submitted after the device has been received by philips for evaluation. (B)(4).

Event description:
The customer reported the machine is not switching on. There was no reported patient involvement.